Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas after consuming a large amount of unannounced candy, with a confirmed blood glucose of 378 mg/dl for over three hours; the user elected to disconnect and administer subcutaneous humalog via pen, after which glucose trends decreased. Symptoms included polydipsia and increased urination. Outcomes included use of backup therapy and no medical intervention or hospitalization. Investigation included user interview and troubleshooting with education on meal announcements. Investigation of this case revealed user error related to missed meal announcement with appropriate device response. It was concluded that the event was attributable to user management factors rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.